Event description:
Device malfunction: premature partial deployment. Symptoms / ae: none. Time of malfunction: during advancement. It was reported that during a peroneal artery stenting procedure, the xpert biliary stent prematurely, partially deployed in the sheath. The sheath and the device were removed as one unit. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4) - biliary stent used in the vascular - (B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.